Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise that resulted in oversensing was noted on the right atrial (ra) lead. Insulation damage due to suture sleeve being tied down too tight was suspected but was not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated additional episodes of noise resulting in oversensing and pacing inhibition were observed on the right atrial (ra) lead. The physician elected to monitor the patient.